Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence. It was also reported that the plaintiff experienced incomplete bladder emptying, urge urinary incontinence, overactive bladder, closed vaginal introitus, and enterocele. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-23138. Related to manufacturer report #: 2183959-2014-23163.

Manufacturer narrative:
(B)(4).